Manufacturer narrative:
Device failure occurred and was related to the event.

Event description:
During a meniscal repair t2 would not deploy. Sales representative confirmed that the surgeon could not advance t2 on four devices. T1 was implanted without issue and when the surgeon went to advance t2 he could not and as a result the suture was cut and t1 was left in the patient. Additional devices were used to complete the repair and a delay of one hour resulted. No patient injury or complications took place.